Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 12-10mm amplatzer patent ductus arteriosus (pda) occluder was selected for procedure. Reportedly, during procedure the amplatzer pda occluder exhibited a deformation upon deployment. There was no interaction with cardiac structures and no kink or angulation noted in the delivery system. The decision was made to recapture the device and remove it. Ultimately, the implant procedure was aborted because of the deformation that occurred. There were no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.